Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j orthop surg res. 2025 oct 22;20(1):918. Https://doi.org/10.1186/s13018-025-06369-9 pmid: 41126331; pmcid: pmc12542411.

Event description:
Title: clinical outcomes of intramedullary tibial guides in total knee arthroplasty: experience from a single-centre cohort. This single-centre retrospective study aimed to assess the authors' experience using the intramedullary tibial cutting guide for tka. Between january 1, 2023, and december 31, 2023, a total of 369 (male=158, female=211) patients underwent total knee arthroplasty (tka). The average age of the patients was 62 plus or minus 10.1 years (36¿ 84). Stratafix absorbable double needles (johnson & johnson, new jersey, us) were used to close the capsular layer. Monocryl (johnson & johnson, new jersey, us) was used to close the subcutaneous tissue. Reported complications are stratafix monocryl n=7 patients required blood transfusions for postoperative anaemia. In conclusion, the results demonstrate low required transfusions, excellent alignment in both the coronal and sagittal planes and short operative times. The lack of consensus highlights the complexity surrounding tibial intramedullary guides in total knee arthroplasty. At the same time, discrepancies in findings emphasise the need for further research and more robust datasets to reach definitive conclusions.